Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. A 1.9 inr was excluded from comparison test since no corresponding reference or repeated inratio value was provided. Inratio precision data provided by end-user: 1st inr: 1.3; 2nd inr: 3.2; mean: 2.25; sd: 1.34; %cv: 59.71. Analysis of customer's data revealed that one out of three inratio and reference test result comparisons did not meet accuracy criteria. In addition, repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Further investigation could not be performed since no strip lot info was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Pt's therapeutic range: 2.0-3.0 inr. Pt had a nose bleed on (B)(6) 2011.